Event description:
Customer reported via phone call, she was experiencing high blood glucose and she to go to the hospital. Customer's blood glucose was 535 mg/dl by the time she was admitted it was at 363 mg/dl. Customer had disconnected from the device prior to the hospitalization. Troubleshooting was attempted but customer declined to check if there were air bubbles or leaks. Declined checking settings and unable to perform high pressure test. Customer was sent a tubing clamp and was advised to call back to perform test. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.